Event description:
Pt reported 5-6 weeks prior, the infusion device stopped working without warning due to power pack depletion. She indicated that her blood glucose was elevated to 120 mg/dl. Her normal blood glucose level is 100 mg/dl. Pt stated that she replaced the power packs and administered a bolus to address the issue. She did not report any symptoms associated with this issue. No medical assistance was reported. Product had been discarded, therefore will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.